Event description:
It was reported that this inflatable penile prosthesis was oversized for the patient's anatomy, resulting in pending erosion through the glans. The patient underwent surgery to replace the device with a new implant with smaller rear tip extenders. There were no further patient complications.